Event description:
It was reported that caller experienced an occlusion that triggered alarm 2 followed by alarm 26 and stated that occlusion had occurred earlier in day and that similar occlusion issues had been happening frequently. There was no reported impact to the customer¿s blood glucose level because caller declined to provide blood glucose information. Customer resolved issue by resuming insulin, successfully delivered a 5 unit dose with infusion set disconnected from site without further problems, and technical support advised customer to call while actively experiencing occlusions. The customer continued using the pump.